Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean parts of the pump, and attempt to load a new cartridge. However, the issue persisted, and further troubleshooting revealed the customer was not releasing the plunger correctly during the cartridge filling process, causing a pressure problem. Customer support assisted the customer with the correct procedure and sent replacement cartridges. The issue was resolved, and no further action was required.